Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur afterward. It was advised that the customer could continue using the pump and to call back if the malfunction alarm appeared again.